Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room due to a high blood glucose on (B)(6) 2017. The customer reported the insulin pump may not be working. The customer reported changing the infusion sets five or six times and the blood glucose kept getting higher. The blood glucose level was 440 mg/dl and was treated with an insulin pump bolus. The blood glucose value at the time of admission 380 mg/dl. The customer had symptoms of head ache and blood pressure went up. The customer was treated with six units of insulin. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 261 mg/dl. The customer did troubleshooting the issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test,rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.